Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the filter of an interlink, fenwal straight type, blood set was cracked and had resulted in a leak. The user spiked the bag and began to prime the set, at which point it was noticed that an unknown solution was leaking from the filter. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. Visual examination of the unit showed that the tubing section, below the regulating clamp, had been cut away. However, no indication of leak was observed. During functional testing of the sample, a leak was identified at the junction of the coupler and the spike. Magnification of the area showed that the leak was due to an incomplete seal between the coupler and the spike. However, the cause of the incomplete seal was not determined. No other observations were noted on the unit.